Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluated could not be completed. It the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad that was not functioning, with an output of the letter "p" when any key is pressed. Any patient involvement, injury or medical intervention is unknown.